Event description:
It was reported that a malfunction alarm occurred.the customer didn't have the means to reset his pump so no troubleshooting was done. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.